Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had developed endocarditis in competitor's heart valve. The ICD system was explanted due to infection. Patient tolerated the procedure well and there were no complications. Patient was stable. Related manufacturer reference numbers: 2938836-2019-16201 and 2938836-2019-16204.